Manufacturer narrative:
Citation: kim jh, et al. Long-term clinical impacts of functional mitral stenosis after mitral valve repair. Ann thorac surg. 2021 a pr;111(4):1207-1215. Doi: 10.1016/j.athoracsur.2020.07.030. Epub 2020 sep 24. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the long-term patient outcomes of functional mitral stenosis after mitral valve repair. All pre-operative and peri-operative data was retrospectively collected from a single center between january 1990 and december 2015. Follow-up data was collected by reviewing medical records and searching death data provided by statistics (B)(6). Of the 576 patients included in the propensity score-matched study population (predominantly male, mean age 51.5 years), 120 underwent mitral valve repair with the medtronic duran annuloplasty ring. No unique device identifier numbers were provided. The authors noted that post-operative follow-up ranged from 6.9 to 16 years. Among all patients, a total of 52 deaths occurred during follow-up. The authors stated the cause of death could not be identified because statistics (B)(6) does not provide the cause of death. No correlation was made between duran and the deaths. Among all patients, adverse events included: in-hospital reoperation; systolic anterior motion; new onset atrial fibrillation; recurrent mitral regurgitation (mild to severe); and mitral valve reoperation. Reasons for reoperation consisted of mitral stenosis, mitral regurgitation, stenosis with regurgitation, and endocarditis. Duran may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.